Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported the patient died. A 1.50mm rotalink¿ plus was being used for a rotational atherectomy treatment procedure. During the procedure, the physician activated the burr in dynaglide with a secondary wire down the coronary. The secondary wire was removed (intact) and the rest of the procedure was completed. The patient was on an impella device, it was an assisted procedure. It was noted, the patient was very sick and was renal impaired. The patient's family decided to withdraw life support and the patient died.